Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03176 / 03177).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of elevated cocr levels, tissue/bone destruction, and pain. A review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in revision operative notes indicates metal ion levels were not elevated above normal and aspiration of the hip showed no sign of infection. The surgeon noted discolored synovial fluid and corrosion at the interface between the trunnion and the femoral head. The femoral and acetabular components were found to be well fixed. Only the modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of elevated cocr levels, pain, metallosis and loss of range of motion. Subsequently, the patient was revised on (B)(6) 2012. Surgeon removed and replaced the modular head and the taper adapter. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.